Manufacturer narrative:
The 00mlx mlx 300w xenon lightsource was returned for evaluation: failure analysis - evaluation identified damage throughout the unit, including melting damage to the bezel. Replaced damaged rear power module, damaged front bezel, control board, control membranes and turret. No manufacturing, workmanship, or material deficiency has been identified. Root cause - the reported complaint is confirmed. The device was in used condition with melting damage to the bezel. Note that use of an incorrect fiber optic cable can lead to melting damage. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the xenon lightsource (00mlx) had a melted plastic obstructing the light. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.